Event description:
Reporter alleged obtaining discrepant blood glucose results of 285 mg/dl back to back with a result of either 135 or 140 mg/dl when testing was performed one minute apart on the advantage system. Reporter stated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.